Manufacturer narrative:
Approximate age of device 4 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. A rhino rocket was placed in the right nostril in the emergency room. This treatment resolved the epistaxis. Hemoglobin was stable, and empiric antibiotics were started. The patient was admitted overnight due to low mean arterial pressures(map) and dehydration/dizziness. The map stable at discharge and the symptoms were resolved. The rhino rocket was removed 3 days later by an ears, nose and throat specialist. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account reported that the patient presented to the emergency department (ed) on (B)(6) 2019 with epistaxis. A rhino-rocket was placed in the right nostril and the epistaxis resolved. The patient¿s hemoglobin (hgb) was stable, inr was recorded at 1.8 and empiric antibiotics were started. The patient was admitted overnight due to lower mean arterial pressures (maps) and dehydration/dizziness. The patient was given intravenous fluids (ivfs) and maps were stable in the 70s at discharge, with resolution of symptoms. The rhino-rocket was removed 3 days later by the ear, nose and throat (ent) doctor. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.